Event description:
The carrier broke when the hcp was pulling 2 extensions with the carrier above the right ear. The patient fascia was very tough. No other surgical details were provided. The patient outcome was reported as "no injury, recovered without sequela". Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Carrier has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.